Event description:
It was reported that the customer was hospitalized due to high blood glucose levels greater than 600 mg/dl. The caller stated that the customer changed the infusion set twice and gave manual injections, but nothing was lowering her blood glucose levels. It was stated that the hospitalization was caused by a urinary tract infection. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.